Manufacturer narrative:
A medtronic representative (rep) went to the site to test the equipment. It was noted that hardware parts were replaced. It was stated that the rep swapped the computer. The navigation system passed the system checkout and was found to be functioning as intended. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess). It was reported that the navigation system became unresponsive while navigating during the procedure. This forced the site to reboot. It was noted that this occurred multiple times. The site aborted use of this navigation system and brought in their other medtronic navigation system. There was a surgical delay of less than 1 hour due to this issue, and there was no impact on patient outcome. A medtronic representative later went to the site to perform a computer swap.

Manufacturer narrative:
The computer (lot# 1862759) was returned for analysis. Analysis found no fault with the device. The computer booted normally to the application. The ent program started and ran normally. There was no unresponsiveness observed. If information is provided in the future, a supplemental report will be issued.